Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a mildy tortuous and moderately calcified vessel. A 5.0 x 40 40cm mustang¿ balloon catheter was advanced for pre-dilatation. However, during the first inflation at 5 atmospheres for 3 seconds, the balloon ruptured and contrast media was found leaking under fluoroscopy. The procedure was completed with a 6.0 mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.